Event description:
It was reported that the patient had a loss of therapeutic effect. X-rays were taken on (B) (6 )2009; results were not specified. Reprogramming attempted several times with no improvement. The system was replaced on (B) (6) 2010; the patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4).